Manufacturer narrative:
During functional testing of the cycler it was found that the patient sensor readings did not react normally when manual pressure was applied to the sensor. This condition was not reported in the complaint. Medical assessment per the fresenius medical care pharmocovigilance physician: the patient's medical presentation at the time of his hospital admission revolved around confusion and dehydration due to elevated blood sugar. Consistent with the patient's medical history, these were clearly a strong sign of diabetic complication e.g. Hyperosmolar stage. I concur with the medical director's (peritoneal dialysis clinic) opinion that the patient's hospitalization was not related to the use of the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis patient's wife called from the peritoneal dialysis facility to tech support stating she needed assistance removing the cassette from the cycler. She stated that her husband is currently staying in a nursing facility recovering from a surgery unrelated to cycler use. On the night of (B)(6) 2011 he was using the cycler when he became anxious and slightly confused. The nurses at the peritoneal dialysis clinic cancelled his treatment leaving the cassette in the cycler and sent him to the emergency room. Patient was admitted for dehydration.